Manufacturer narrative:
(B)(4). Method: the complaint rt380 evaqua2 adult breathing circuits were not returned to fisher & paykel healthcare (f&p) for evaluation. Our investigation is thus based on the information and photograph provided by the customer, and our knowledge of the product. Results: visual inspection of the provided photography revealed that the evaqua2 expiratory was damaged. Due to the quality of the provided photography, it is not possible to determine if the evaqua2 limb is cut or cracked. Conclusion: without the complaint device, we are unable to determine the cause of the reported event. All rt380 adult evaqua2 breathing circuits are visually inspected and pressure and flow tested during production, and those that fail are rejected. The subject adult breathing circuit would have met the required specifications at the time of production. Our user instructions that accompany the rt380 adult evaqua2 breathing circuit state the following: "do not soak, wash, sterilize or reuse this product. Avoid contact with chemicals, cleaning agents or hand sanitizers.". "Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient.". "Ensure appropriate ventilator or flow source alarms are set before connecting breathing set to patient.".

Event description:
A distributor reported on behalf of a healthcare facility in china that the expiratory limb of three rt380 adult dual heated evaqua2 breathing circuits were found damaged before use. There was no patient involvement.

Manufacturer narrative:
(B)(4). We are currently in the process of completing our investigation. We will provide a follow up report upon completion of our investigation.

Event description:
A distributor reported on behalf of a healthcare facility in china that the expiratory limb of three rt380 adult dual heated evaqua2 breathing circuits were found damaged before use. There was no patient involvement.